Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-07262012-002-r. (B)(4).

Event description:
It was reported the patient's ipg could only respond to the rapid programmer but not the patient programmer. In turn, the patient could not keep the stimulation on. As a result, the ipg was explanted and replaced on (B)(6) 2016 with a different model. The issue was resolved.